Event description:
Related manufacturer reference number: 3006705815-2021-05492. It was reported that the patient experienced ineffective therapy due to the leads originally being placed too low. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted, replaced, and repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.